Event description:
Subsequent to the initially filed reports, returned device analysis received a dis-assembled device. The account stated that the device was disassembled during the procedure and this was because the stent could not be fully released during the procedure. Additionally, the device was attempted to be used in the vessels of the biliary tract. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, mildly tortuous and 80% stenosed anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Interaction/manipulation of the device resulted in the noted device damages (wrinkled/bunched/separated sheath). The noted dis-assembled device and the treatment appears to be related to the operational context of the procedure as reportedly the device was disassembled during the procedure because the stent could not be fully released during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1 - updated from product problem to serious injury/product problem b2 - outcomes attributed to ae updated from na to required intervention h1 - type of reportable event upgraded from malfunction to serious injury h6 - health effect - impact code 2199 was removed and replaced with code 4641; medical device problem code 2017 was removed.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal internal carotid artery with mild calcification. Mild tortuosity and 80% stenosis. The absolute pro self expanding stent system (sess) was advanced to the lesion and was partially deployed but after several attempts, the thumbwheel wouldn't move. Another absolute pro was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code - 2017 failure to follow steps / instructions na.